Manufacturer narrative:
The device is a combination product. Synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts lifted and bunched in a proximal direction along the balloon. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29 jan 2019. It was reported that difficulty advancing were encountered. Vascular access was obtained via the right radial artery. The 70-80% stenosed, 3.5mmx28mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and non calcified left circumflex coronary artery. After a non-bsc guide wire and a 6f non-bsc guide catheter were advanced, pre-dilation was performed with a 2 x 12 quantum maverick balloon catheter. A 3.50 x 28m synergy drug-eluting stent was advanced but failed to track. The device was removed from the patient and the procedure completed with another of the same device. No patient serious injury or adverse event were reported and the patient status was stable. However, returned device analysis revealed a stent damage.